Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet and administered additional insulin by pen without disconnecting from the pump, after which the infusion set was changed and insulin delivery was resumed; subsequent glucose remained over 400 mg/dl, and the user reported taking humalog and a separate manual injection that she believed was long-acting while still connected. Symptoms included hyperglycemia. Outcomes included a delay to appropriate therapy without hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure, specifically failure to disconnect the pump when administering external insulin; a device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. Additional training was assigned.